Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low battery power alarm became frozen on the pump screen and the customer was unable to clear the alarm. During troubleshooting with tandem technical support, the alarm was able to be cleared. There was no impact to the customer's blood glucose level.